Event description:
While servicing the device, philips authorized service personnel (asp) discovered that the device would not recognize the therapy cable or test load. There was no patient involvement.